Manufacturer narrative:
Manufacturer's analysis confirmed the customer comment that the external pulse generator (epg) had a broken ventricular output connector. It was also indicated that the lower case was broken. These parts were replaced and the epg passed final functional and system tests.

Event description:
It was reported that the external pulse generator (epg) had a broken patient connector on the ventricular port. The epg was returned for service. There was no patient involvement.